Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a blood leak from the shunt sensor. There was blood loss of 5 ml or less, product was changed out, procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 12, 2018. (B)(4). The returned sample was visually inspected. The returned sample was visually inspected and a dried blood was noted upon receipt. The sparger assembly and white cap were not returned with the sample. The returned sample was then leak tested (as received) by connecting the calibrated manometer, submerged into a water bath and pressurized. A leak was noted at 150 mmhg. The large bore adapter blue cap was then loosened and re-tightened by hand. The sample was leak tested on a second time by connecting with the calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg, and no leaks were noted. The first leak was most likely attributed to dried blood with threads of the sensor connections that was not fully removed during decontamination. A retention sample of the same product code and lot number combination was visually inspected, and no anomalies noted. It was also leak tested up to 1033mmhg, and no leaks were noted. The root cause for this event may have been the large blue vent cap for shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.